Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. However, the rep was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported receiving a communication error message and that the 2800 sys was unable to fluoro. No pt injury was reported.